Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number:sc-2316-50e, serial number: (B)(4), batch/lot number: 5160874, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following a spinal cord system (scs) trial procedure the patient had a staphyloccocus infection. It was also reported that the cause of infection was unknown. The patient was placed on antibiotics and underwent an explant.